Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 437 mg/dl. Customer stated that the blood glucose reading would not come down. Customer had bent cannulas. The current blood glucose reading is 458 mg/dl. Customer treated with manual injection. Hospital admitted customer to ICU for one week. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.